Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed during prime test due to faulty force sensor resistor. The device had intermittent button response due to corroded keypad traces. The device also had minor scratched display window, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
No blood glucose levels reported. The customer reported a compromised force sensor system error from the insulin pump. The customer also reported that the buttons of the insulin pump were unresponsive. The customer reported installing new batteries on the insulin pump to no avail. No additional information was provided.